Event description:
The customer reported that during pt transport, the device shut off. The device powered back on without any error message. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during pt transport, the device shut off. The device powered back on without any error message. There was no report of negative pt impact. Review of the electronic event summary shows numerous "shutting down now" and "battery critical" messages throughout the event. The customer was unable to provide the involved battery for evaluation. Philips evaluated the device. The symptom was not duplicated and the device passed testing. There was no trouble found. The bench tech spoke with the customer and learned that the battery involved in this incident is an aging battery and is being replaced with a new battery.